Event description:
It was reported this drainage catheter was placed for a renal cyst aspiration and sclerosing procedure. Following injection of alcohol, and upon removal of the catheter, it was revealed the tip of the catheter had detached in the patient. Surgical retrieval of the detached segment followed. No patient sequelae resulted from this event. This device has not been returned for evaluaiton. Therefore, no failure analysis is available. Co's follow up revealed alcohol was injected into this catheter. This device is a drainage catheter and co's directions for use outline appropriate usage of this device. Co believes non-indicated use of this device contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "this catheter is designed for percutaneous drainage of the abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."